Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing without duplicating the malfunction. Additionally, the reported malfunction was not observed during review of the device's activity log. The lcd display was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.